Event description:
The patient reported a shocking or jolting sensation. The patient stated that she had a seizure and landed on the implantable neurostimulator (ins). The ins moved to the left about 1.5 inches. The patient felt the shocking/jolting sensation when the stimulation was turned off. The patient was encouraged to contact her health care professional. Additional info has been requested from the health care professional, a follow-up report will be sent if additional information becomes available.